Event description:
It was reported that the customer was hospitalized on two separate occasion for low blood glucose levels. Customer was seen at the emergency room both times due to seizures. The customer declined to troubleshoot at time of call. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.